Event description:
It was reported the pt experiences her stimulation becoming "more harsh" (not as smooth per pt) when her scs ipg battery level gets below 50%. Follow-up identified the pt is now experiencing an increase in recharge burden. Additionally, it was determined from the pt's scs system parameters, the pt is not experiencing normal battery depletion. The pt desires to have her scs ipg replaced and is working with the physician to determine the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.